Manufacturer narrative:
It was reported that the ventilator failed pre-use check. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the device failed pre-use check, but it was not specified which test failed. During on-site visit the o2 sensor was pointed out as defective and as needed to be replaced to resolve the issue. The customer declined the repair. We do not consider issue with failure in pre-use check which was caused by o2 sensor malfunction as a safety related, as o2 sensor is a part in inspiratory section, which is measuring device for the inspired oxygen concentration, using ultra sound technique with two ultrasonic transducers/receivers. And will not affect ventilation. The decision about reporting was made in abundance of cautions based on the initially reported information, as it may be representing a reportable event. There was no patient¿involvement. The device's logs were not provided for further analysis, hence the root cause of the o2 sensor malfunction was not determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).